Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the catheter, and the catheter fell out of the patient on the next morning of its placement.

Event description:
It was reported that urine leaked from the catheter, and the catheter fell out of the patient on the next morning of its placement. Per follow-up with ibc representative on 05aug2020, there was no visible damage and there were no missing pieces.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drainage lumen was flushed, and no leaks were observed. This meets specifications due to balloon fill being complete with no holes or tears. This meets specifications due to no holes or damage being found on the shaft during testing. The temperature sensing wire was found to be snaking. An additional complaint was opened to capture this failure. Although the reported event was unconfirmed, the most likely potential root cause for the reported failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syring ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.